Event description:
69 yr old male underwent a cardiac catherization and ptca. Pt had new onset of chest pain. It has become more progressive to the point where it occurs on routine activities during daily life. He underwent a non-invasive eval with an exercise stress test. This demonstrated evidence of st segment depression, as well as reproduction of his chest pain. Pt was brought to the catherization lab in a fasting state. Arterial access was obtained by the modified seldinger technique. Rt femoral artery was cannulated with a #6fr intervascular sheath. All cath exchanges were performed over guidewires under fluorscopic monitoring. All caths were carefully aspirated, inspected for air bubbles and flushed. Selective right and left coronary arteriography was performed in multiple projections hand injecting small amounts of dye. At end of procedure, digital pictures were reviewed which demonstrated two significant stenosis in circumflex system. Because of this it was decided to proceed onto percutaneous transluminal coronary angioplasty. A #5fr and 36fr sheath were placed in the right femoral vein utilizing the modified seldinger technique. Pt was treated with heparin, 7,000 units intravenously and a reopro bolus based upon his weight. Guiding cath was used to intubate the left main coronary artery. Two guides wires, 0.014, were introduced. First guide wire was placed in large bifurcating distal circumflex branch and second guide wire was placed in smaller second obtuse marginal branch. Over guide wire a 2.5 mm balloon was advanced to the inferior branch. It was inflated to approx 8 to 10 atms for approx. 1 min. There was a residual stenosis of approx 50% and a localized dissection in large branch. It was decided that a coronary stent would be very helpful in maintaining patency and improving an angiographic result. A 3.0mm balloon was advanced over guide wire and positioned in the distal vessel. Guide wire was exchanged for a stiffer guide wire. Over this guide wire, balloon was then retracted and positioned across the stenosis and inflated to approx six atms for approx 30 seconds. This balloon was then removed and another co's stent was then positioned over the guide wire at the site of stenosis. Stent was then deployed to 9 atms under fluoroscopic control with atypical findings. Balloon was then removed and repeat angiography was performed. This demonstrated that the ostium of the obtuse marginal branch was now furhter compromised. Lesion was successfully crossed with a guide wire and 2.5mm balloon cath was positioned in the ostium. It was inflated to 14 atms. On trying to remove this balloon it became very difficult and balloon would not retract without a moderate amount of force. Balloon was then removed and it was then noted that marker of balloon was then noted in the mid vessel of circumflex coronary artery. Balloon was then examined and distal tip of balloon was missing.